Event description:
Pca pump delivered 220 mg meperidine in 2 hours. It should have delivered 120 mg in 2 hours. The machines settings were double checked by another rn, they were the correct settings to deliver 120 mg in 2 hours.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-95. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.